Event description:
It was reported when an asymptomatic patient presented to the clinic for a follow-up, increased high capture threshold and pacing lead impedance measurements were observed. The clinician planned to just continue to monitor the lead for the time being. The patient condition was stable before, during, and after the device interrogation.